Event description:
Patient presented to the physician with an infection at the ipg. Prior to entering the or for intervention the patient pulled the stim lead and cut a section of the lead. Physician brought the patient into the or and removed the inspire components from the patient.